Manufacturer narrative:
Monitor sn (B)(4) and electrode belt sn (B)(4) were returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1 hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5 hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5 hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality of the device.

Event description:
A us distributor contacted zoll to report that a patient experienced an appropriate treatment event. It was reported that the patient was sleeping and heard the alarms, woke up and pressed the response buttons. The patient then became unconscious and was treated. The patient's wife was present at the time of the treatment event and called paramedics. The patient will receive an ICD.

Event description:
A us distributor contacted zoll to report that a patient experienced an appropriate treatment event. It was reported that the patient was sleeping and heard the alarms, woke up and pressed the response buttons. The patient then became unconscious and was treated. The patient's wife was present at the time of the treatment event and called paramedics. The patient will receive an ICD. Per additional engineering review of the patient's flag files, the patient may have received a second treatment between 1:30:30 1:31:23. The flags are consistent with the device resetting immediately after delivering a low energy pulse.

Manufacturer narrative:
Monitor sn (B)(6) and electrode belt sn (B)(6) were returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality of the device. The monitor is currently being returned to zoll manufacturing corporation, where it will be evaluated for the low energy pulse.